Event description:
It was stated that the customer was taken to the ER due to blood glucose levels above 500 mg/dl. The customer was not admitted at that time. However, the next day she was admitted for diabetic ketoacidosis, with a blood glucose reading of 307 mg/dl. The customer was getting multiple no delivery alarms, and was dehydrated. The father also reported many bent cannulas. Advise to try different infusion sets as well as different insertion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.